Manufacturer narrative:
Per the field service representative (fsr), the perfusionist had issues with the level sensor pads pulling away from the reservoir, likely causing the disconnection alarm.

Event description:
It was reported that the heart lung machine (hlm) had a level sensor disconnected alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.